Event description:
Customer stated "customer slid the controller up flame shot out of the end of the control where the cord and the control intersects" product was returned for investigation. An investigation was conducted and the cord was found to have been cut/burned at the strain relief. This is likely due to excessive bending of the cord over an extended period to time. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.